Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are : product ID: 305901, lot# 60088981, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence <(>&<)> urgency frequency it was reported that the lead broke when trying to insert into the external ens cable. It was reported that the issue was resolved at the time of this reported and no symptoms were reported.